Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient noticed that their ins stopped working in (B)(6) 2018. In (B)(6) 2018, a representative tried to jumpstart the patient's ins but was unable to do so and they told the patient that they needed a new ins but their insurance wouldn't approve of this. They had been in excruciating pain the last 2-3 weeks when they moved to a different state and usually the stimulator helped with their pain but since the ins was dead they were having a lot of pain. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-(B)(6). The cause of why the stimulator stopped working in february was because they quit using it due to it not helping and they could not program it right or keep it from needing to be charged every other day. They trickle charged it twice so they could have mris done but the third time it finally stopped responding so it being dead has not been resolved. The device has not been explanted yet but that is what they want. No further complications were reported/are anticipated.